Event description:
The complainant is the mother of an insulin dependent child. She stated that the glucometer elite used at school is reading much higher when compared to a meter retained at home. Since his blood sugars have read higher at school (in the 300mg/dl range) she gave him add'l insulin in anticipation of the higher readings. Mid morning that day the school nurse called her and stated that her son was having a seizure (insulin reaction). The school nurse then suggested that a comparison be made between the school meter and home meter. In comparison testing it was discovered that the mother was opening the reagent sensor and placing it into a "film canister" along with the desiccant bead. The mishandling most likely caused the higher readings. An electronic check of the meter was satisfactory.